Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 2, probably as a result of damage sustained by user mishandling indicated by the cracked front and bottom enclosure. The autopulse platform was manufactured in 08 august 2017. Upon visual inspection, noticed cracked top and bottom enclosure due to user mishandling. The initial functional testing of the ap platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message and one ua 12(lifeband not present) error message on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell 2 needs to be replaced to address the ua07 error. The observed ua 12 is unrelated to the reported complaint. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.